Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on it's own was confirmed. Based on the investigation details, the likely cause was problems with the motor, press plug and bearings, which were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during preparation for a surgical procedure. There has been no reported pt or user injury, and the case was completed successfully with another device.